Event description:
A journal article was reviewed which contained information regarding this implantable cardiac resynchronization therapy-defibrillator (crt-d) device. The patient presented to the pacemaker outpatient clinic due to the alarm triggered from the intrathoracic impedance monitor system. The patient had no complaints of swelling, weight gain or poor exercise performance. The threshold was reprogrammed. Of note, a few days prior to the alarm triggering, the patient had a chest computer tomography (CT) scan because the patient complained of a "chronic dry cough." The patient was diagnosed with lung cancer and underwent treatment. A couple of months later, the alarm triggered again due to a decrease in impedance, despite the higher fluid index threshold. At that time, the physician opted to turn off the intrathoracic impedance monitor alarm system. The device remains in use at the time of the article. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: intrathoracic impedance monitor alarm in a patient with cardiac resynchronisation therapy and advanced lung carcinoma. Hellenic journal of cardiology,. 2013;54(6):480-481. (B)(4).